Event description:
Same case as 2134265-2010-02812. It was reported that during a rotational atherectomy procedure, a guidewire fracture and perforation occurred. The lesion was located in a severely tortuous and severely calcified vessel. Several ablation passes were performed with a 1.25mm rotalink plus unit. Upon completion, it was discovered that the .014 rotawire guide wire had fractured in the stainless steel segment proximal to the spring tip, and a perforation had occurred. The physician proceeded with trapping the rotawire and vessel perforation by stenting over it with an unspecified stent. The patient remained stable through the event. The patient status upon discharge was good.

Manufacturer narrative:
(B) (6). (B) (4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).